Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clips would not seat into the jaws of the applier. When trying to clip the duct, the applier was not closing fully/clamping shut. The issue was not related to the jaws not moving when the surgeon commanded direction. The issue was not related to the unexpected motion of the clip applier. The issue was related to unsuccessful clip application; the clips did not close fully. The clips used were green m/l clips. The large clip applier was opened just to be sure. The site attempted to use the instrument thrice and to resolve the issue they used a different one. There are no photos or videos for isi review. Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument would not hold the clips. When the customer got the large hem-o-lok instrument to hold the clip, it would not deploy properly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed recognition, engagement, and clip tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Clips attached and clamped without any issues. The instrument was found to be fully functional, and the reported complaint could not be reproduced.